Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, keypad, barrel clamp, left/right handles, front & rear door assembly, lock label, left/right iui connector & harness handset. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/27/2012 to the present date 11/18/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was broken/damaged. No patient involvement was noted.